Event description:
It was reported that the pump housing was damaged. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy. No additional information was provided and the customer declined troubleshooting with tandem technical support.